Event description:
The customer reported that the paramedics were called due to her low blood glucose. The customer stated that she lowered her overnight basal. The caller stated that in the morning her glucose was 112mg/dl, and then it went up to 257mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.